Event description:
It was reported that; surgeon at the clinic reported used a jam shidis part number during a percutaneous arthrodesis. Insertion of 4 needles jam shidis into the pedicles of the patient successively. For each needle, radio shots were made throughout the insertion to ensure optimal orientation of the needle into the pedicle. To get the right guidance, the jam shidi needles needed to be move towards the desired direction and assisted by the x-ray control. The needles have an internal stylet facets which is then removed once the needle permanently oriented in the bone tissue. The surgeon then had, according to the operative procedure, to insert the pins into the cannulated needles after the removal of the internal stylus. Once the pins were inserted, the needles were withdrawn one by one from the patient. During the removal of the needles, dr. Observed that one of them had its distal portion where a "teeth" was cut, and therefore remained trapped in the patient's bone. The procedure being performed percutaneously, it was not possible for the surgeon to proceed to the extraction of this little piece of metal. The procedure then continued normally. No adverse consequences, the surgery was completed successfully.

Manufacturer narrative:
Method: risk assessment: result: a lot # could not be obtained, as the device was discarded by the customer, so manufacturing records could not be reviewed. Conclusion: the root cause could not be determined conclusively.

Event description:
It was reported that; surgeon at the clinic reported used a jam shidis part number during a percutaneous arthrodesis. Insertion of 4 needles jam shidis into the pedicles of the patient successively. For each needle, radio shots were made throughout the insertion to ensure optimal orientation of the needle into the pedicle. To get the right guidance, the jam shidi needles needed to be move towards the desired direction and assisted by the x-ray control. The needles have an internal stylet facets which is then removed once the needle permanently oriented in the bone tissue. The surgeon then had, according to the operative procedure, to insert the pins into the cannulated needles after the removal of the internal stylus. Once the pins were inserted, the needles were withdrawn one by one from the patient. During the removal of the needles, dr. Observed that one of them had its distal portion where a "teeth" was cut, and therefore remained trapped in the patient's bone. The procedure being performed percutaneously, it was not possible for the surgeon to proceed to the extraction of this little piece of metal. The procedure then continued normally. No adverse consequences, the surgery was completed successfully.